Event description:
Left knee implanted (B)(6) 2012, right knee implanted (B)(6) 2011. Stryker triathlon knee components with shapmatch cutting guide. Continually falling because of looseness of the left knee cap. First revision (B)(6) 2013. Surgeon replaced poly insert and knee cap. Over (B)(6) in surgery expenses not including medicine, doctor's fee and therapy. When I fell (B)(6) 2012, re-torn previous left rotator cuff surgery. Surgery to fix left rotator cuff (B)(6)2013.